Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Pump received with cracked reservoir tube lip and cracked reservoir tube window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error but may have gotten wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.